Manufacturer narrative:
Document review: mpact hc uhmwpe acetabular liner size 36e: ref. 01.32.3644hct/ lot 132131 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) liners belonging to this lot have been already implanted without any other similar incident. Mpact acetabular shell two holes size 50: ref. 01.32.050dh/ lot 132790 ((B)(4) shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) cups belonging to this lot have been already implanted without any other similar incident. From the information collected, the event is highly likely not device related.

Event description:
Reference importer # (B)(4).